Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial (B)(4), (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving prialt (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported the patient was not responding to prialt. There was a possible infection at the area of the stitches. Surgery was performed to remove the entire pump and catheter on (B)(6) 2018 as a precaution. The explanted pump and catheter were discarded and will not be replaced in the future. No troubleshooting or diagnostics were performed. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Patient status was alive - no injury. The issue was resolved. Patient weight and medical history were asked and will not be made available. No further complications were reported.